Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously rebooted. After the cns application came back up, the windows event logs showed some warnings and errors within that timeframe related to the nic cards. No patient harm was reported. Investigation summary: the device logs were sent in for analysis. The log analysis was able confirm that the cns switched to the windows operating system for 5 minutes until the unit was rebooted. In addition to the cns logs, logsave files were collected. In the analysis of these files, no abnormality was found in the os or the hardware. As the reboot was not performed normally, dump files were not created and could not be analyzed to find the cause. Further analysis could not be performed as network capture of the 4 cns could not be performed. As such, a root cause cannot be determined. A possible root cause may be related to a temporary spike in pc resource consumption resulting in the application shutdown. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Attempt #1: 11/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 11/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 12/06/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted. After the cns application came back up, the windows event logs showed some warnings and errors within that timeframe related to the nic cards. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) spontaneously rebooted. No harm or injury was reported. After the cns application came back up, the windows event logs showed some warnings and errors in that timeframe related to the nic cards.